Event description:
This is a spontaneous report from global pharmacovigilance (gpv) received from a consumer with supplemental information from a nurse of a break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient contacted home care services and reported the following information. On (B)(6) 2012, the patient was diagnosed with peritonitis and admitted to the hospital for the event. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from peritonitis. On (B)(6) 2012, home care services conducted follow-up with the peritoneal dialysis registered nurse (pdrn) regarding the peritonitis event. The following information was reported. On an unknown date, the patient experienced peritonitis. Cause of peritonitis was contamination due to the environment. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient recovered from peritonitis. The pdrn stated the peritonitis was unrelated to dianeal and extraneal therapy. On (B)(6) 2012, gpv conducted further follow-up with the pdrn regarding the peritonitis event. The following information was reported. On an unreported date, the patient had a break in aseptic technique described as the patient was on vacation while performing pd therapy, was not in her regular room and likely something was contaminated in that way. The pdrn clarified that the patient was hospitalized for peritonitis on (B)(6) 2012. The pdrn clarified the patient was discharged from the hospital on (B)(6) 2012. Dianeal and extraneal therapies were ongoing throughout the event. In (B)(6) 2012, the patient was retrained on aseptic technique. On (B)(6) 2012, the patient's peritoneal effluent appeared clear and the peritonitis was considered resolved. According to the pdrn, the cause of peritonitis was due to break in aseptic technique. Events were not related to dianeal, extraneal, the homechoice machine or any baxter disposable part.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because the nurse reported there was a break in aseptic technique. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.